Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. The shuntassistant 2.0 is operating not within the specified tolerances in the vertical position. During our measurement a minimally accelerated outflow of the shuntassistant 2.0 was detected. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, a minimal amounts of deposits were found in the progav 2.0 and no deposits were found in the shuntassistant® 2.0. Results: based on our investigation, we have determined that the valve shows a minimal increased flow of liquid at the time of our investigation. This could be caused by the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (# fx643t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operated in under drainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 143 cm, weight: (B)(6) kg, gender: male.